Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020, the patient was hospitalized for abdominal pain, nausea, and vomiting. On an unknown date, the patient experienced kinking in the j-tube, and a bezoar was found. On (B)(6) 2020, it was reported the j-tube has been removed and will be replaced in about a month.